Event description:
Additional information was received from the patient. In response to the inquiry for what the circumstances were that led to the urinary retention and if they experienced urinary retention prior to the implant the patient only replied they could not hold their *illegible word* until they got to the bathroom. In response to the inquiry for what steps were taken to resolve the urinary retention the patient reported that they guessed they needed to connect with their health care professional (hcp) again. The patient reported that now that they have had it for a year they did not like it. The patient reported they did not like charging it because they were not sure they were doing it right. The patient stated that before they used it they had to recharge everything. Sometimes they noted they would start peeing before they would get to the bathroom. The patient reported that was when they charged it. The patient reported they were just not sure they were doing it right. The patient stated they knew that they would not be putting anything else in their body that needed to be charged. The patient also noted that when they called the 800 number that the people were very nice but noted they were usually frustrated because something was not going right. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the urinary retention was they could not hold their pee to get to the toilet. They do not charge very often. It held their pee until they got to the bathroom. Sometimes when they first tried to pee in the morning it wouldn't let go. They had to walk around and then they peed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said her bladder is not emptying completely. Patient said if she has a cup of coffee and walks around her bladder will empty completely but otherwise it will not. Patient said she gets up at night and only a little urine comes out and she is out an hour later. Patient increased stimulation during the call. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.